Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose. Blood glucose at the time of event was 30 mg/dl. Current blood glucose was 240 mg/dl. Customer experienced had as symptoms of low blood glucose such as weakness and passed out . Treated with food for low blood glucose. Customer was ok for troubleshoot. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Insulin pump was making different noise at the time of rewind. Customer stated that the auto mode feature was active at the time of incident. Troubleshooting was performed and the customer will discontinue use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black customer returned insulin pump for a rewind anomaly and low bgs on event date (B)(6) 2022. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment. Device successfully downloaded to thus. No abnormal noise or slow rewind noted during testing and no rewind anomalies were present in insulin pump memory screen on event date. Motor was tested outside of the device and passed. Insulin pump was cut open to perform visual inspection and found¿ no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, damaged display window cover and cracked case - corner of belt clip rails. In summary, customer allegation for rewind anomaly not confirmed. Unable to verify low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.